Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter blood started to leak from the device. There was no reported impact to patients or health care workers.

Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary material #: 36490200. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter blood started to leak from the device. There was no reported impact to patients or health care workers.